Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A non-mdt cuff, ten non-mdt coils and four endoanchors were implanted approximately a year and eight months later for treatment of a type ia endoleak. The endoanchors were implanted from the aortic cuff to the aortic neck. The aneurysm measured 79mm. No other measurements or anatomical characteristics were provided. There was no endoleak noted at the end of the procedure. It was reported that approximately three and a half months later a follow up CT showed a type ia endoleak and the aneurysm now measured 85mm. The angiogram was also carried out approximately two months later. A conversion to open repair was carried out approximately seven months later to resolve the endoleak and the endoanchors were removed. The event was reported by the investigator to be related to the re-intervention procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that on the day of the open conversion the patient had hemodynamic compromise that was resolved with medication. The event was assessed by the investigator and sponsor to be related to the re-intervention procedure.